Event description:
Customer performed a blood glucose test and received a reading of 162 mg/dl. The customer took normal medication and went to class. The customer passed out 4 hours later. The customer was given apple juice and 911 was called. Emt's took a blood glucose reading and the result was 500 mg/dl. The customer was taken to the hospital and admitted. A lab was done but does not know results. The doctor did not think the customer passed out because of blood glucose level. On a second occasion the customer received a reading of 245 mg/dl. Four hours later they were at a luncheon and passed out. When they woke up they ate a big lunch to bring blood glucose level up. No treatment was given. Customer states controls are in range but values were not provided. A request was made for the return of the suspect device and replacements were sent.